Manufacturer narrative:
The device has been rec'd by anspach. The device was evaluated and the event was substantiated. This is due to improper handling. The event was confirmed. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that there was a "tear in outer sheath of the hose" of the device discovered during a pretest set up. The device was not used in surgery. There were no injuries or medical intervention reported. There was no add'l info provided.